Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient found that his tubing was disconnected. Pump had already stopped and the patient was assisted to power off the pump. Chemo spill instructions were provided. The leak occurred near leur. Photo was provided. The tubing was set aside for investigation. Add on device was added or used. There was no patient harm or injury. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
The device was not returned for analysis. Review of service history showed no indication that the complaint was related to service of the device within the review period. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer, unable to determine a probable cause as the device was not returned for evaluation.